Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (cannot run detect and treat testing due to functional issue) has been confirmed. Upon investigation the monitor failed incoming functional testing. The cause for the failure was isolated to the insulated-gate bipolar transistor (igbts) on multiple components of the defib board. The root cause for the shorted components was unable to be positively identified. No adverse event resulted from the damaged monitor.

Event description:
A us distributor returned a monitor and reported monitor was unable to pass a detect and treat test.